Manufacturer narrative:
Other, other text: b5: additional information h6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email on 10-jan-2023. Event occurred during semi-annual testing on 10-nov-2022. This unit was being kept as an extra, so no patients were involved

Manufacturer narrative:
One device was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated as the pump was not running. The cause of the reported problem is a faulty pump. A root cause could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore no manufacturing or service records review is needed. The device was not needed and was scrapped.

Manufacturer narrative:
UDI#: no UDI#. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device pump/motor is not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.